Event description:
According to the report, bioglue was used on a suture line in an aortic bi-femoral bypass graft procedure. Two days post-operative, the surgeon conducted re-exploration of right groin region. The surgeon observed bioglue inside an anastomosis. The surgeon indicated that the main reason for the graft failure was due to poor outflow. However, it was noted that bioglue leaked through the suture line and may have contributed to the event.

Manufacturer narrative:
Manufacturer did not receive form 3500a from user. The investigation of this report is currently ongoing. Additional information will be provided in a follow up report.